Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with primary osteoporosis; and underwent balloon kyphoplasty. Intra-op, the contrast media started leaking immediately when an attempt was made to inflate the balloon. The balloon ruptured. Another inflatable bone tamp (ibt) was used and the procedure was completed. There was a delay of less than 60 minutes as a result of this event and no patient complications were reported.